Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) (51 mg/dl). Reportedly, the customer entered in the pump basal settings incorrectly. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg with juice.